Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: one 5 fr single lumen power line was returned for evaluation. Visual, microscopic and functional evaluation was performed on the device. The visual and microscopic visual evaluation confirms a circumferential split between the luer and the extension leg. Further upon functionally evaluating by infusing and aspirating the catheter, a leak was noted at the split. Therefore, the investigation is confirmed for the reported fluid leak. A definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that some time post catheter placement, the catheter allegedly leaked. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that some time post catheter placement the catheter allegedly leaked. There was no reported patient injury.